Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 38mm diameter abdominal aortic aneurysm on an unknown date. It was reported that during follow up, the patient had a distal type 1b endoleak on the left side. The event was treated by implanting two endurant ii limbs. The physician has reported that the event was caused by patients anatomy and was due to disease progression. Per the physician the event has been resolved. No additional clinical sequelae were reported and the patient is fine.